Event description:
It was reported that following a trabecular microbypass stent system procedure, the patient presented with reoccurring hyphema, characterized as significant. Per report, the hyphema persisted about ten (10) weeks postoperatively, and subsequently resolved following an anterior chamber (ac) wash out. According to the surgeon, the patient was on a significant amount of anti-coagulation therapy at the time. Through follow-up, the surgeon reported the following additional information. Reportedly, the patient moved their head just prior to the implant of the second stent, causing minor traumatic damage to the trabecular meshwork (tm). Per report, patient movement with patient's anti-coagulation therapy contributed to the reported event. The patient¿s most recent prognosis was reported as ¿well¿.

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and eye injury (tm damage) are known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events are established risks associated with use of the device. Based on the information received, the root cause of the reported event was likely due to patient movement with the patient's anti-coagulation therapy. (B)(4).